Event description:
Pt #1 of 2. This physician reported to a sanofi sales rep two hyalgan cases of cellulitis at the lower part of the legs distal to the site of injection. 25 may 2000: the reporting physician was contacted. Pt details, dates of therapy and other info were not available to the physician at the time of the call. Both pt were hospitalized for the condition, but the physician was not sure if the cellulitis was related to hyalgan injections. Requested that a medwatch form be sent to them so they can provide more info. Follow-up fax from the physician received 21 may 2000: the pt received hyalgan injections for 3 weeks. In april 2000 they experienced cellulitis on the left lowert extremity, just above the ankle to just below the knee(knee itself not affected). Pt was hospitalized, and adverse event is ongoing. Corrective treatment: not reported.